Event description:
Reportedly, there was refractive error on an iol implant and sutures were required. Additional information has been requested.

Manufacturer narrative:
The device was not returned for investigation. A review of the device history record (DHR) did not find any non-conformities or anomalies related to the reported event. A follow-up report will be submitted upon completion of the investigation.

Manufacturer narrative:
Additional information was received indicating the iol was explanted due to a refractive error, therefore the device causality is unrelated. This event does not meet reportability requirements and is no longer deemed reportable.

Event description:
Additional information was received. The intraocular lens (iol) was explanted approximately 5 months post procedure due to a refractive error. Another lens of the same model but different diopter was implanted. There was no impact to the patient.